Manufacturer narrative:
The reported condition was not confirmed; however, the device was confirmed for an unrelated condition. The jaws would not close due to the instrument having been fired through interlock.

Event description:
The device was used during a video laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.